Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Two non sterile calibration windows were used by the user as a replacement to perform surgical procedures.

Manufacturer narrative:
Service call (B)(4) was opened to investigate the reported event. The users are trained during the initial clinical training about the use of the different windows. There were no patient injuries reported by the clinical site. Qb-00027 was issued and will be sent to all user reviewing the proper use of calibration window and pid windows.

Event description:
Two non sterile calibration windows were used by the user as a replacement to perform surgical procedures.